Manufacturer narrative:
H3: evaluation determined that the bearing internal tube is detached. The likely cause of failure could not be determined. It was also noted that unable to lock the burr, unlock/off lock ring does not turn. The drive shafts are pitting and collet carrier is corroded. The color ring is scratched and laser markings are faded. B3:notified date:22-jul-2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device broken and that it doesn't work. There was no patient involved with this event.